Manufacturer narrative:
Zimmer biomet complaint number cmp- (B)(4). Weight: unknown.

Event description:
It was reported that the implant fractured. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,3.7,8,mtx,mg was returned for investigation. Visual inspection of the as returned product identified a large amount of damage and bone tissue about the implant threads. It is confirmed that the implant fractured at the collar, and the reported screw was noted to be fractured into the drive feature, and could not be disengaged. The customer has returned a series of x-rays for the failed implant and were evaluated by medical affairs. It can be seen that the implant collar flared out during fracture while in the surgical site, and the bottom portion of the screw remains embedded in the implant. Additionally, a deep, radiolucent pocket can be seen around the implant prior to and following removal, indicative of bone loss. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: tapered screw-vent® implant system 5161, rev. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the screw and implant are both fractured. It is unknown if the screw is a zimmer screw or not. Bone loss was noted. The reported complaints were confirmed, following inspection of the returned product and x-rays. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, manufacturer, expiration date, unique identifier (UDI) number not available, office contact - manufacturing site, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.